Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that instruments were noted to be "glitching" and that the cd drive could not read instrumentation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. Continuation of concomitant medical products: other relevant device(s) are: product ID: 9 731203, if information is provided in the future, a supplemental report will be issued.